Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Complaint summary: date: (B)(6) 2013; inratio: 1.7; lab: 4.2. Pt's therapeutic range is unk. Home health nurse could not provide any info regarding sample collection technique or pt history.